Event description:
The customer reported that there is no audio from the monitor, and the display shows an inop indicator of speaker malfunction. No pt harm was reported.

Manufacturer narrative:
(B)(4). Philips is in the process of obtaining add'l info concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is completed.